Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 220 mg/dl. At the time of hospitalization, the customer stopped using the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.